Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: 63 inches. (B)(4).

Event description:
The end user reported she has developed red, raw skin below her stoma, under the skin barrier. In addition, the end user experienced a small amount of bleeding during skin barrier changes. The end user was changing her skin barrier every 2 days and indicated she experienced difficulty removing the barrier from the reddened area. Further follow up with the patient found she was not utilizing a barrier product or adhesive remover during barrier application or removal, respectively. The end user was encouraged to leave the barrier on for longer periods of time between changes. No further information was reported.